Manufacturer narrative:
Date of event, implant date: dates estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The additional mitraclip device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation, tissue damage, surgical intervention, medical intervention, and prolonged hospitalization, it was reported in an article review that this was a mitraclip procedure to treat mitral regurgitation with a grade of 4. It was noted ischemic cardiomyopathy, markedly reduced left-ventricular function, and a bi-leaflet prolapse. One clip was successfully deployed, reducing mr to 1. Then 11 months later, the patient was readmitted for recurrent mr grade of 3. One additional clip was implanted; however, mr was not reduced. Therefore, surgery was planned. It was discovered that the additional clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). During removal of the slda clip, the anterior leaflet became damaged. The tissue damage was repaired by a suture. Additionally, the patient underwent aorta replacement and pre-existing tricuspid regurgitation was treated with an annuloplasty ring. Nine days post-surgery, the patient was discharged to a rehabilitation facility. Then approximately four months later, a follow-up revealed that the patient is in good condition with an mr grade of trace. No additional information was provided.